Manufacturer narrative:
17-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that she went to change her tampon and the string came off. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that she went to change her tampon and the string came off. No injury was reported.